Event description:
It was reported that the paramedics were called and customer was hospitalized due to high blood glucose. The blood glucose reading at the time of hospitalization was 649 mg/dl. Caller stated that the customer had nausea and was dizzy prior to hospitalization. Caller also stated that the customer had a bump beneath the skin where the infusion set was inserted, the cannula was bent and occluded. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.